Manufacturer narrative:
Initial

Event description:
It was reported that an ilet device was removed from a pocket with a cracked screen and an unresponsive touchscreen, and a replacement device was provided while the user switched to alternative therapy. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status, no medical intervention, and no hospitalization. Investigation included a review of complaint details and visual evidence provided by the user. Investigation of this case revealed physical damage to the display and touchscreen assembly consistent with external force or impact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.